Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the left ventricular (lv) lead dislodged during slitting. The lead was attempted to be repositioned but could not be fixed. The lead was removed and the attempt to implant an lv lead was abandoned. No patient complications have been reported as a result of this event.